Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she experienced high blood glucose since (B)(6) 2015. Blood glucose value at the time of the incident was 260 mg/dl. Current reading was 403 mg/dl and the customer treated with the insulin pump. The customer stated that she changed the infusion set because of a possible occlusion and every time she went to dose the site was extremely painful; she noticed she had a bruise and blood was coming from the set. During troubleshoot; it was stated the drive support cap is recessed. The tubing had very small air bubbles at the connector, no insulin leak was found and insulin is not expired. Insulin did exit the tubing with manual prime. Customer declined to check the cannula and the high pressure test was not performed as she did not have a tubing clamp. The customer was advised to change the entire infusion set, reservoir and insulin and treat.